Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jan-03. It was reported that the cause was determined and stated that during a study in nuclear medicine it was confirmed the catheter was no longer in the hepatic artery. The manufacturer's representative did not know the patient¿s weight. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that the cause was determined that catheter became dislodged from gastroduodenal artery without bleeding. Patient weight was (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving heparin [1000 units/ml] at a dose of 300 units/day via an implantable pump for cancer chemotherapy and liver, metastatic or primary. It was reported on (B)(6) 2017 that a catheter event had been confirmed. The hcp did a nuclear medicine study checking the catheter and it was found to have migrated out of the ¿vascular/vessel.¿ the hcp wanted to program the pump to pump off state. The pump off code was provided and the authorization form submitted. The date of the event was 2017. No symptoms/complications were reported or anticipated.